Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to an out of tolerance resistor, designator r1.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device delivered 207 joules at a selected energy level of 100 joules. As a result, the incorrect defibrillation therapy may be delivered to a patient, if it was needed.

Manufacturer narrative:
The initial medwatch report indicates: event date ¿ 12/12/2018. Of the initial medwatch report should indicate: event date ¿ 01/04/2019.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device delivered 207 joules at a selected energy level of 100 joules. As a result, the incorrect defibrillation therapy may be delivered to a patient, if it was needed.